Event description:
Reportedly, errors were encountered at boot instead of the normal launching of smartview. Investigations are required.

Manufacturer narrative:
In-depth investigations were performed and confirmed the link between the reported issue and the observed polluted connectors found on the central processor unit board.

Event description:
Reportedly, errors were encountered at boot instead of the normal launching of smartview. Investigations are required.

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, errors were encountered at boot instead of the normal launching of smartview. Investigations are required.